Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0alxv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had leg pain and pulling down of the toe, as well as tenderness at the implantable neurostimulator (ins), dropping of the left foot, and increased frequency and urgency. The patient had turned stimulation off at home on (B)(6) 2014. Imaging was performed on (B)(6) 2014, and the result was the leads were seen entering posteriorly to the left of the coccyx and terminated in the 1.5 cm above the iliac wing and 1.6 cm anterior to the coccyx indicating the lead had migrated/dislodged. The patient was reprogrammed at the appointment and administered tolterodine capsule for uui (urge urinary incontinence) control until surgery. The patient was scheduled for surgery on (B)(6) 2014. The patient later resolved without sequelae. Indication for use was reported as urinary dysfunction/sacral nerve stim. Follow up is being conducted to determine cause of the lead migration. If additional information is received, a follow-up report will be sent.